Event description:
It was reported that the arctic sun device error code 80 (non-recoverable system error). Per additional information received on 16feb2023, device would be sent to crs medical for repair. Patient was involved but therapy could be finished. There was no negative impact. Repairs have not been completed yet per sample evaluation result received on 06apr2023, no water filling was possible, circulation pump has been found to build no pressure as it has been too weak to work properly. Fill tube very dirty.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be due to inadequate system maintenance. However, this cannot be confirmed. The device was evaluated upon receipt. It was confirmed that the fill tube was dirty. The fill tube was replaced. The device passed the procedure and can be placed back into normal use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "cleaning and maintenance: routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information.". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device error code 80 (non-recoverable system error). Per additional information received on 16feb2023, device would be sent to crs medical for repair. Patient was involved but therapy could be finished. There was no negative impact. Repairs have not been completed yet per sample evaluation result received on 06apr2023, no water filling was possible, circulation pump has been found to build no pressure as it has been too weak to work properly. Fill tube very dirty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device error code 80 (non-recoverable system error). Per additional information received on (B)(6) 2023, device would be sent to crs medical for repair. Patient was involved but therapy could be finished. There was no negative impact. Repairs have not been completed yet per sample evaluation result received on (B)(6) 2023, no water filling was possible, circulation pump has been found to build no pressure as it has been too weak to work properly. Fill tube very dirty.